Manufacturer narrative:
The customer provided photographs of the clinimacs® plus instrument with the clinimacs depletion tubing set in order to demonstrate the unusually high volumes of both the target cell bag and the waste bag. Furthermore the process code (b)(64) was also sent to miltenyi biotec (B)(4) for further investigation as well as the analysis of the cellular material prior and after cell separation. Based on the data provided it can be stated that: the process code did not provide any deviations within the complained cell processing procedure. The photographic inspection did also not provide any irregularities. The investigation of the analysis data of the cellular material separated did not demonstrate abnormal results. Therefore it can be assumed that the failure resulted from a malfunction of the clinimacs® plus instrument itself. It can be speculated that it might be a defect of a pinch valve. A concrete root cause couldn't be identified. No obvious deviations were found from the data inspection. Therefore, the instrument service of the distributor (B)(4) is asked to send a service technician to the customer to provide the outstanding instrument check and to send the outstanding information also to miltenyi biotec (B)(4), instrument service and complaint handling department.

Event description:
The customer informed their distributor (B)(4), as well as the miltenyi biotec hotline and complained about unusually high volumes of both the target cell bag and the waste bag within a tcra/b depletion sequence using a clinimacs® plus instrument. The distributor (B)(4) stated further that the customer did concentrate the cellular material by centrifugation and therefore, it could be assumed indirectly that the patient was treated thereafter.